Event description:
It was reported the patient was told one of their leads ¿went to gutter¿ and nothing was done about it.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).